Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was no longer receiving stimulation due to auto-reduction. Diagnostics revealed high impedance values. An sjm representative was unable to resolve the issue with reprogramming as only left side stimulation could be obtained. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient's scs lead was explanted and replaced which resolved the issues. It was also reported the scs ipg was electively explanted and replaced with a different model to take advantage of new technology.